Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not receiving history information on carelink. Customer states that blood glucose and boluses were not shown on current date's history. Customer also reports that date on glucometer was not correct. Customer was advised that history information normally records at the end of the day. Customer was also advised that incorrect date and time on glucometer could also affect recording of history. Customer was advised to correct time and date and to call back should issue persist. No further information provided.